Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08725 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea and vomiting. Customer declined to perform a carelink upload. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis while the reservoir and sensor will not be returned for analysis.